Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high compared to her normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that the alleged meter inaccuracy began in (B)(6) of 2013 while she was visiting her daughter in (B)(6). The patient stated prior to going to (B)(6) her blood glucose readings would be below 200 mg/dl. However, while in (B)(6) she began to consistently obtain blood glucose readings in the ¿300¿s mg/dl range¿ with the subject meter. The patient informed the mss that at that time she was managing her diabetes with a set dose of lantus insulin at bedtime (38 units) and was taking humalog insulin with her meals (would generally take 10-12 units). In response to the elevated results she was obtaining, the patient claimed she took an increased dose of humalog insulin. The patient reported she took approximately 4 to 6 units on top of her usual dose. The patient stated that on at least 5 separate occasions (dates not recalled) she developed symptoms of ¿sweaty¿ and ¿passed out¿ approximately 1 to 1 ½ hours after administering increased dose of insulin in response to the meter reading. The patient informed the mss that her daughter would administer a glucagon injection when she would develop the low blood glucose excursion. During the follow-up call, the patient stated that after she ¿passed out¿ two times, she saw an hcp in (B)(6). The patient claimed the hcp advised her to test 5 times a day (before her meals), to eat 5 times a day, advised her not to take insulin if her blood glucose was below 100 mg/dl and advised her to administer her lantus insulin in the morning instead of at bedtime. The patient stated she was in (B)(6) until (B)(6) of 2013. Sometime after the patient returned to the us, she discontinued using the subject meter and began testing with a different brand meter. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.